Event description:
A second dislocation of the implant was detected on (B)(6) 2014. A revision surgery was done on (B)(6) 2014. The implant was converted from a rotating hinge to a fixed hinge. All components removed during the revision were retained including tibia, poly plateau and rotating hinge components from the femur. Prehistory from (B)(4): the patient had a extra small endo rotational knee implanted in (B)(6) 2013. The patient returned with a dislocation of the implant in (B)(6) 2013. A revision surgery was done and the poly plateau was removed and replaced. The tibial and femoral components were left in situ. Summary: date of primary surgery - (B)(6) 2013. Date of 1st revision - (B)(6) 2013. Date of 2nd revision - (B)(6) 2014.

Manufacturer narrative:
The implant failure is most likely a result of the following circumstances: joint line has a very low position due to the fact that the tibial resection was very distal. There can be only insufficient tension in the muscles. It's possible that the knee is hyperextended and the bushing hits the touch in the femoral component. The pe bushing is broken first and the metal cage is damaged. Disconnection between the femoral and the tibial component. To achieve the necessary tension and to restore the anatomical joint axis it is recommended to use bone grafts or special revision components (augments etc.). Because of the very low position of the joint line, the hyperextension and the extreme obesity of the patient it came to the disconnection between the femoral and the tibial component. Obviously the replacement of the poly plateau was not sufficient enough. The tibial and femoral components were left in situ and have been replaced on (B)(6) 2014 after another dislocation. The implant was converted from a rotating hinge to a fixed hinge. This event occurred outside of the u.s. And involve a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).